Event description:
It was reported that this was a vessel closure of an unspecified access site using two prostyle devices. Reportedly, an unknown failure occurred with both devices. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number. B3: date of event is estimated.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The insufficient information was confirmed as a failure to cycle. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The posterior needle tip was in the foot connected to the posterior cuff. Additionally, the anterior cuff tabs were flattened with two prolapsed. These indicate that there was a likely an interaction with tissue on the anterior side which prevented full engagement of the anterior needle to the cuff (partial capture) and prevented full blow through of the posterior needle from the foot. In this condition, when the plunger was pulled, the posterior needle tip in the foot and the partial capture of the anterior cuff led to a separation of the anterior needle to cuff. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.